Event description:
Customer reported via phone call to have been to the emergency room on (B)(6) 2015 with blood glucose of 400 mg/dl. Customer was hospitalized due to high blood glucose. During troubleshooting for high blood glucose, it was found that insulin pump had a leak at tubing connector and had air bubbles in tubing. Troubleshooting could not continue due to customer not having tubing clamp. Infusion set and tubing clamp would be sent to customer in order to continue troubleshooting when released from the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.